Manufacturer narrative:
The covidien sales rep has made numberous attempts to obtain more info on the incident including a visit to the hosp. The initial reporter had no additional info and does not know who was present during the alleged incident. Lot number is unk and no product is returning for failure investigation.

Event description:
A covidien sales rep received info from a hosp rep that a maxfast sensor was allegedly providing high readings.